Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary.